Manufacturer narrative:
Please note the correction made to the h6 (device code, results and conclusion codes): the reported event was confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿there are no signs of loosening of the tibial tray. There is however a large bone cyst at the posteromedial aspect of the tibia adjacent to the tibial tray. The talar tray has subsided and the talar peg as well as the posterior part of the talar component is protruding into the subtalar joint¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by presence of cyst adjecent to tibial component and the talar component has subsided which most likely due to poor bone dtock and presence of large cyst near tibial tray. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery. The patient has a tibia fracture, cavities in tibia and talus, and an existing total ankle implant.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
There is an upcoming revision surgery. The patient has a tibia fracture, cavities in tibia and talus, and an existing total ankle implant.